Event description:
A tandem mobi cartridge alarm was reported by the caller, and it was confirmed that there was no adverse impact on the customer's blood glucose level. The issue was identified as a cartridge alarm 35, and it was confirmed that this had occurred previously with the same pump. In response, technical support decided to replace the pump, which was still under warranty. The customer will continue using the current pump until the replacement arrives and has been advised to contact a healthcare provider for backup therapy if needed. Technical support provided instructions for putting the pump into storage mode, returning it, and programming the settings into the replacement pump. The replacement pump was shipped without a required signature, and the customer understood all instructions provided.